Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited over-sensing noise and degraded insulation. The lead was capped and replaced. There were no patient consequences.